Event description:
It was reported that during a cholecystectomy procedure, the clip applier kept jamming and would not advance to the next clip. A different instrument was used to complete the case. No patient harm.

Manufacturer narrative:
(B)(4). Batch # v9697p. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned with the shaft bent in an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired, and the clips did not advance into the jaw. The device was noted to have the tip of the advancer bent. The instrument was disassembled, upon disassembly the advancer was confirmed to be bent and 13 clips were found inside clip track. The event reported was confirmed and it is related to improper use of the device. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.